Event description:
Additional information received reported that a patient came to visit the healthcare professional (hcp) and wanted her implantable neurostimulator (ins) explanted due to a manufacturer¿s field action. It was noted that the patient had been to 3 other hcps wanting an explant. It was stated that informational materials about the field action were sent to the hcp.

Event description:
It was reported the patient¿s device was under recall and wasn¿t working right. The device wasn¿t charging right and the patient was unable to charge it. It was reported the last time the patient charged her implantable neurostimulator was about 3 weeks ago. It was reported that the patient¿s stimulation was going on and off by itself and increased ¿really bad.¿ this had been going on for a little over 3 weeks. It was reported that as the patient was walking, stimulation would just increase and then stop. The patient reportedly tried charging and was unsuccessful, but then a couple days later stim would reportedly come on by itself. The patient experienced burning in her back where the ins is located, which had been going on for a couple of months. The patient had severe back pain, onset 3-4 months ago. It was noted that the device was ¿stressing her kidneys¿ and had been going on for a couple months. The physician reportedly took more tests and told the patient her kidneys weren¿t improving. No falls or trauma reported. It was later reported the manufacturer representative (rep) received a call from the physician¿s office regarding a letter they received from a patient who was having issues with her device. The rep contacted the patient to offer assistance, the patient stated she was ¿having trouble with her kidney because of the device¿ and told the rep it was a recalled device. The patient reportedly did not want to meet with the rep, and that she was under the care of a physician. The patient stated she was working with ¿her own representative¿ and that someone checked her device. The patient did not remember when she saw the rep or physician.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Additional information received reported that the manufacturing representative saw the patient on the day prior to the report. It was noted that the patient was going to speak to the health care professional about explanting the lead that was still implanted. It was further reported that the device was used within the patient and that there was no patient death. It was further reported that the patient seemed to be doing fine following the explant and had a lot of questions regarding explanting her leads.

Manufacturer narrative:
Analysis of the implantable neurostimulator revealed no significant anomaly and the battery was at reduced capacity due to overdischarge. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had 1 surgery for the trial, 1 for implant, and 1 for removal, and would have to have another for the removal of the leads and paddle. The patient reported that they knew for a fact that the ins was not working. The patient reported pain and suffering. The patient reported having the ins out in (B)(6) 2014 because the ins was going high and low and the patient was having problems burning. The patient stated that the stimulator was fine for about 6-8 months after implant. Then the patient had burning and irritation that did not go away. The patient tried medication. The doctor recommended that the patient have the leads taken out because they are getting too close to the spine. The patient was not sure if the leads had moved or if they were implanted that way. The patient stated that this had affected her money, health, and had been ruff.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had difficulty charging and had irritating and itchy skin, which started 6 months after implant. The patient stated they had been damaged the rest of their life. When asked to clarify, the patient stated the only reason they didn't have back surgery was because of the stim device, and that it was guaranteed to last 9 years. The patient reported service dissatisfaction with their manufacturer representative not returning their calls after implant, and that they did not have anyone after their implanting surgeon left the facility.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 39286-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient said her kidney was leaking protein due to stress caused by her implant and that she was in more pain than prior to the implant. It was noted that the implant was removed on (B)(6) 2014 but the lead wire was left in place as it could not be removed without a possibility of causing paralysis. It was noted that the patient had an appointment on (B)(6) 2014 with the health care professional to discuss the status of the lead wire.